Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic logs and observed an excessive amount of on-time. The excessive on-time was likely due to an object being placed on top of the device that repeatedly powered the device on and off. Physio determined that the cause of the reported issue was that the device had an excessive amount of on-time which depleted the internal hybrid layer capacitor (hlc) batteries and charge-pak and prevented the device from remaining powered on to charge and shock. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that this device powered itself off unexpectedly and showed all 3 icons (attention, charge-pak and service wrench) on its readiness display. The customer replaced the device's charge-pak, but all 3 icons were still showing on the device. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that this device powered itself off unexpectedly and showed all 3 icons (attention, charge-pak and service wrench) on its readiness display. The customer replaced the device's charge-pak, but all 3 icons were still showing on the device. With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use associated with the reported event.